Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy that 2 minutes after a normal balloon insertion, blood was found in the tubing. The balloon catheter was switched out for a new one. There was no reported injury to the patient.

Manufacturer narrative:
Additional information changed device available for eval? No to yes. Return to manufacture date - 04/07/2020. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy that 2 minutes after a normal balloon insertion, blood was found in the tubing. The balloon catheter was switched out for a new one. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. The one-way valve was also returned. One catheter tubing kink was observed at approximately 73.2cm from the iab tip. An underwater leak test of the balloon, y-fitting, catheter tubing and extracorporeal tubing was performed and a leak was detected at the rear seal approximately 0.5cm from the edge of the seal and measuring approximately 0.06cm in length. The evaluation confirms the reported leak which appears to have been caused by a sharp object. However, we are unable to determine when this may have occurred since we are unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy that 2 minutes after a normal balloon insertion, blood was found in the tubing. The balloon catheter was switched out for a new one. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy that 2 minutes after a normal balloon insertion, blood was found in the tubing. The balloon catheter was switched out for a new one. There was no reported injury to the patient.